Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-01416 for device 1. On (B) (6)2010, it was reported that the pt developed an infection at both ipg pockets and the devices were explanted. The pt was prescribed antibiotics and stayed overnight at the hospital.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and a scratch was noted on the peek material. No other visual anomalies were noted. The ipg passed communication testing with the pt programmer and the lab blue screen utility device. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records. The ipg passed communication testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.